Event description:
Healthcare professional reported left side rupture. The device has been explanted. .

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified the device was broken shell and flat creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: g1, h6.

Event description:
Healthcare professional reported left side rupture. The device has been explanted. .

Manufacturer narrative:
Continued from initial reporter: phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.